Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that since (B)(6) 2017 they had been experiencing high blood glucose over 300 mg/dl. The customer reported that they had a high blood glucose level of 542 mg/dl. The customer's current blood glucose level was 580 mg/dl. The customer had symptom of feeling sleepy. The customer was treating their high blood glucose with the insulin pump. Troubleshooting was performed on the insulin pump. Insulin could exit without incident. It was found when the customer removed the infusion set that the cannula was bent. The customer was advised the bent cannula may have contributed to the high blood glucose. The customer was advised to change the infusion set, reservoir, and treat per health care professional's instructions. The device will not be returned for analysis.